Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-03453.

Event description:
The customer reported two (2) conflicting results with the ID now covid-19 assay performed with two (2) lot numbers. This MFR. Report addresses lot number two (2) of two (2) for the result performed on (B)(6) 2021. The reported a positive result with the ID now covid-19 assay performed on (B)(6) 2021. Repeat testing was performed on (B)(6) 2021 and generated negative result. Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
The following MFR report numbers are related to this report: 1221359-2021-03453.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1037396 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1037396, test base part number 190-430 / lot: 1037396. The lot met the required release specifications. The current overall percentage of false negative patient results (confirmed and unconfirmed, conflicting), based on the total number of devices sold and the evidence available, indicates they are performing as expected: lot 1037396 = (B)(4). The current overall percentage of false positive patient results (confirmed and unconfirmed, conflicting), based on the total number of devices sold and the evidence available, indicates they are performing as expected: lot 1037396 = (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. The following MFR report numbers are related to this report: 1221359-2021-03454.